Event description:
It was reported that the half day infusor had no flow before it was used, when the luer cap was removed. The half day infusor filled with a non-baxter drug was taken out of the refrigerator a few minutes before it was going to be used, the cap was removed and the line was connected to a non-baxter needle line, but no flow was observed. Two hours later the infusor was rechecked but there was no flow. The homecare nurse stated that the patients are advised to allow the infusor to come to a room temperature by waiting for 4 to 6 hours after taking the device out of the refrigerator before using it. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, drug precipitate, in a solid form, was floating freely inside the reservoir and the tubing. There was no fluid flow when the luer cap was removed. In addition, fluid was not observed at the distal luer even when a forced prime was attempted. It was determined that the reported issue was caused by an excessive drug precipitate. Should additional relevant information become available, a supplemental report will be submitted.